Event description:
On 05/07/2025, a sales representative reported via (B)(4) that an ar-9165cdg univers revers¿ universal baseplate impactor tip was broken. This occurred during a reverse total shoulder arthroplasty when it was discovered the blur tip of the impactor was broken. Another one was opened, case started. The broken one was not used in the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6, the complaint allegation was confirmed. One unpackaged ar-9165cdg serial/batch (B)(6) was received for evaluation. Functional testing was not performed as the device is damaged. Visual inspection revealed that the blue baseplate adapter had broken off. The laser marks were also fading. The reported condition is most likely caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging. Device manufacturing date: 2019.